Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED is flashing red and is prompting " battery replace now warning". The customer stated that the battery expired in 2021 and the pads expired in 2022. They did not report that this event occurred during patient use.